Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument grip to be missing the conductor wire cap at the yaw pulley. No damage was found to the pulley or cable, however, one of the grip cables was derailed from the pulley. No other damage was found.

Event description:
It was reported that during a da vinci s surgical procedure, while using the permanent cautery hook instrument, the surgical staff noticed the yellow plastic tip fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse event was reported.